Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a peeling keypad overlay, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported that he received a prime alarm on his insulin pump. The customer's blood glucose level was 8.4 mmol/l. It was advised that the customer discontinue use of the insulin pump. Nothing further was reported.